Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the reported issue could not be confirmed/replicated. No components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No device/components were returned to the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the register task of a fess procedure, the system displayed there were insufficient points in registration. The registration would not initialize and when it finally got past the initialization bar the system stated 'not enough points' or 'insufficient points'. Site was eventually able to get a passing registration, but with a 2 mm inaccuracy to the right. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.